Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The reason for the call was to inquire about general use data for their external devices (handset, communicator, and recharger), and how to connect to their ins. The patient stated they noticed their symptoms were not being managed by their device yet. Post-surgery expectations were reviewed, as well as recharging of external devices, how to connect to their ins, and how to check battery levels via the handset. The patient was able to establish a connection via their handset and ins. They confirmed their stimulation was on and their ins was charged to 99%. The following day, the patient reported their implanted device would not connect with the bluetooth. They had already spoken with the manufacturer help line in regards to this matter, but then stated it was happening again. The day after that, it was reported that since they had received the implant on tuesday, the patient had not noticed any improvement in their symptoms at night; they still got up two to three times. They said they felt stimulation intermittently. They had results within 24 hours of the trial. Therapy information was reviewed, including healing time factors, and it was explained time to optimal therapeutic benefit varied, along with expectations. General programming guidance was also reviewed. The patient was currently at 0.7 volts, and had not made any adjustments yet. They said they would consider making an adjustment. They were to monitor and track their symptoms for at least four to seven days before making another adjustment.